Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the right coronary artery (rca) with the use of a non-abbott device. The first 3.5 x 19 mm graftmaster was implanted but the perforation was only partially sealed. The second 3.5 x 19 mm graftmaster stent was implanted and the perforation was successfully sealed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. On (B)(6) 2015, the patient died from colorectal cancer, unrelated to the graftmaster stents. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.